Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced occlusion located in the tubing. The infusion set was in use for less than 72 hours. Blood glucose level was displayed high and treated by bolus via pump. No further information available.